Event description:
Same case as: 2134265-2009-04429. It was reported that during a carotid artery stenting procedure, stent deployment and stent removal difficulties occurred. The 85% stenosed lesion was located in the calcified right internal carotid artery (ica). The lesion was 5-8 mm in length and the vessel diameter was 5 mm. The stenosis was located in a bifurcation. The physician placed another MFR's 90 cm introducer sheath and predilated the lesion with a 5 mm x 3 cm sterling monorail balloon catheter. The lesion was 50-60% stenosed post dilation. Next, the physician placed the filterwire ez and positioned the carotid wallstent (cws) 8.0 x 36 mm monorail. The physician attempted to release the cws, however, the outer sheath retracted approximately 10 mm, and then significant resistance was encountered while attempting to further release the stent. The physician attempted to retract the stent, and then attempted to completely release the stent, however, both attempts were unsuccessful. The physician exerted force on the outer sheath in an attempt to remove the cws, however, the outer sheath stretched approx 12 cm. The physician pulled the cws into the introducer sheath and removed the partially deployed stent delivery system outside of the pt. The physician attempted to use another 8.0 x 36 mm cws to complete the procedure, however, the same issue occurred with the second cws. The physician successfully completed the procedure with another MFR's stent. No pt complications occurred and it was reported that the pt was in "good condition".

Manufacturer narrative:
(B)(4).